Event description:
The customer was using a phototherapy lamp mfg by burton medical. The customer had replaced the bulb in the unit with a bulb that did not meet the MFR's specifications. The customer reported that subsequent use of the lamp "burned the babies' skin." The available info does not indicate that there was any serious injury or any emergent care. Dose or amount: na; frequency: na. Diagnosis or reason for use: unk.